Event description:
A heparin drip was infusing on an alaris pump when it was found to be reading as "infusion complete." The pump never provided an audible alarm to alert staff that the heparin was no longer infusing. Event included: (B)(4).